Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for medial collapse of the tibia due to loosening at cement to implant interface. Tibial tray was removed and no cement was present on the tray. Patient was revised with a medial 10mm augment. There was no surgical delay. Doi- 2016; dor- (B)(6) 2022; affected side- left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 26-sep-2022: update received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d6a.

Event description:
Medical records received. On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee severe tricompartmental osteoarthritis. Depuy component were implanted, along with depuy cement and patella were used during this procedure. On (B)(6) 2022, the patient had a revision of left total knee tibial component to address aseptic loosening of the tibial component. Prior to surgery the patient experienced pain, swelling, stiffness, crunching , clicking. The tibial tray was noted to be grossly loose as the tibial tray had deboned from the cement and subsided. The femoral component and patella were well fixed and not revised. The insert was revised. Osteolysis was also observed. Depuy components, including depuy cement were implanted during this procedure. Doi- (B)(6) 2015; dor- (B)(6) 2022; affected side- left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.